Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Additionally, the lot number was not provided so a review of the device history record (DHR) was not possible. Based on the information received, the cause of the reported air embolism was due to user error.

Event description:
During a left-sided atrial flutter procedure, an air embolism occurred. During a break in ablation, the saline bag was changed however the tech opened the incorrect stopcock and flushed air into the left side of the heart which embolized to the coronary arteries. The air embolism resulted in an infarct and the patient went into ventricular fibrillation requiring defibrillation. The patient also went into complete heart block and needed a temporary pacemaker. The patient was transferred to the ICU in stable condition and recovered overnight.